Event description:
(B) (6). It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The index procedure treated two target lesions. Target lesion one was a de novo, 3.5x20mm, 90% stenosed lesion of the lmca (left main coronary artery). Target lesion one was treated with direct stenting using a 3.5x20mm taxus liberte. A dissection occurred during stent implantation. No action was taken for the dissection and the stent was post dilated with a 3.04x15mm balloon resulting in 0% residual stenosis and a well expanded stent on ivus (intravascular ultrasound) examination. Target lesion two was a de novo, 2.71x47mm, 90% stenosed lesion of the mid lad (left anterior descending). Treatment consisted of direct stenting using two overlapping taxus liberte stents (3.0x20mm and 3.0x16mm) resulting in 0% residual stenosis and well expanded stents on ivus examination.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)